Manufacturer narrative:
The complaint investigation was performed which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and service history review. The customer determined the alinity pipettor probes the cause and replaced the probes. There have been no further occurrences of discrepant igg results after the alinity pipettor probe was replaced by the customer. A review of instrument service history identified no contributing factors to the current complaint, nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. Trending review determined no adverse trend for the issue for the product. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency was identified.

Manufacturer narrative:
Patient information: sid#: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I (B)(6) igg results on one patient. The following data was provided: on (B)(6) 2020 sid (B)(6) generated an initial result of 72.9 au/ml (reactive), repeated 19.6 au/ml (reactive); second analysis repeated five times: 1.2, 1.2, 8.6, 1.3, 1.3 au/ml (cutoff <6.0 au/ml = nonreactive). The customer performed troubleshooting and upon repeat testing with a new reagent cartridge the sample was reanalyzed 10 times and the results were repeatedly negative. No impact to patient management was reported.